Manufacturer narrative:
Follow-up #1 (B)(4) 2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. The pump history showed that the pump alarmed ¿replace cartridge¿ which was confirmed 15 times. The pump delivery was not resumed with a new cartridge for 2 hours and 39 minutes. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Event description:
A health care provider contacted animas on (B)(6) 2013 stating that the patient was admitted to the hospital with a diagnosis of diabetic ketoacidosis; the patient was reported treated with intravenous insulin and fluids. The reporter indicated that the patient's blood glucose upon admission was 594 mg/dl with ketones, nausea, and vomiting. The reporter confirmed that the pump settings were programmed correctly. Troubleshooting of the pump found that there were no mechanical issues with the pump related to the event. This report is made based on the allegation that the patient was hospitalized for diabetic ketoacidosis of unclear cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.